Event description:
It was reported the device was used during a laparoscopic assisted hysterectomy. It was reported the surgeon used the lcs15 during the procedure. The pt had a postoperative bleed that resolved itself without need for reoperation or transfusion. The pt was not readmitted.